Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture was used during laparoscopic sacrocolpopexy. 7 days later, the patient presented with small bowel obstruction requiring laparotomy. The suture was found adherent to small bowel.